Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height cubie drawer rails falling apart. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, but did not prohibit issuing medication or result in drawer failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction required replacing the entire drawer. The engineer found right slide very difficult to move, but functioning. The field service engineer discovered right slide rail broken and replaced with new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.